Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold and wear abrasion. Leak test was performed and found an opening on posterior. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool. The fill test inspection was performed; the result is no blockage. Based on the device analysis, the final assessment is a striated edge opening on posterior side due to surgical damage.

Event description:
Device has been explanted.